Manufacturer narrative:
Additional information: section d10: device available for evaluation ¿ yes, returned to manufacturer on 10/12/2020. Section h3: device returned to manufacturer ¿ yes device evaluation: complaint product was returned in its original packaging. Upon evaluation of the device the plunger was observed in a fully advanced position. All the components look correctly engaged to the device. No assembly error and/or defect related to the manufacturing process was observed. Visual inspection performed under microscope: a small amount of lubricating material was observed in the device. There was no lens was received inside nor outside the device. Based in the analysis of the sample returned there was nothing identified that may lead to the reported issue. The complaint reported could not be verified. There was no product quality deficiency identified. Manufacturing records review: the manufacturing records for the device were reviewed. There was no discrepancy and/or deviation found during the mrr (manufacturing record review). The product was manufactured and released according to specification. A search in complaint system revealed two additional complaints were received from this production order and complaints meet the criteria for no further investigation per johnson & johnson surgical vision complaint handling procedures. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a preloaded intraocular lens (iol) was inserted in the patient's eye and was then removed as the iol flipped. The surgeon had to cut the lens up to remove it from the eye, and it was replaced with a back-up iol of the same model and diopter. There was no patient injury but reportedly sutures were required. No further information is provided.